Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the returned device analysis confirmed the reported detachment of release pin was confirmed as the release pin was returned without the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted per mitraclip instructions for use (IFU), warns: do not use the device if damage is detected. The investigation determined the reported detachment of release pin appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device component detachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed; however, while establishing final arm angle (faa), the release pin became detached. The release pin was inspected, and it was observed that the ball near the tip of the pin was missing. The release pin was re-inserted and the clip was still in place. Then faa was confirmed, and the clip was successfully deployed. It was noted the preparation table was inspected, and the metal ball and small spring was found. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.